Event description:
It was reported that an implantable cardioverter defibrillator (ICD) showed signs of premature battery depletion. Upon further analysis of the device files showed the home monitor is a contributing factor to the rapid battery depletion of the ICD. The ICD and monitor remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).